Manufacturer narrative:
Correction: update to h10 narrative - the reported field event of bluetooth connection issue could not be reproduced while testing. Upon receipt, the device was above elective replacement indicator (eri). Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly. Functional testing was normal. No problem detected. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the implantable cardioverter defibrillator could not be interrogated. There was no known patient involved.

Manufacturer narrative:
The reported field event of bluetooth connection issue could not be reproduced while testing. Upon receipt, the device was above elective replacement indicator (eri). Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly. Functional testing was normal. No problem detected.